Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed with a button error and the buttons were not working. Customer's blood glucose was not known. The customer was reportedly on a canoe when the alarm was received. It was explained the insulin pump would need to be replaced. The caller terminated the call.